Manufacturer narrative:
This is the 2nd of 12 reports filed associated with this event. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar artery apex. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. It was reported that a day post-procedure, the patient experienced headache. The headache was resolved within one month post-procedure. The patient¿s headache was treated with medrol dose pack, IV fluids (1000 ml), IV hydromorphone (1 mg), IV dexamethasone (6mg). According to the physician, the headache was possibly related to the procedure and stent. However, it is unknown if the headache was related to the implanted coils (subject device) and access devices. During the 2 months follow-up, the patient was assessed having a mrs of 0. At the 6 months follow up post the index procedure, the patient was assessed having a nihhs and mrs of 0. In addition, during the 6 months visit, the patient was still taking excedrin for migraine history. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The additional information states that the patient had headache and migraine history and that all devices used in the procedure performed as intended. However, headache is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar artery apex. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. It was reported that a day post-procedure, the patient experienced headache. The headache was resolved within one month post-procedure. The patient¿s headache was treated with medrol dose pack, IV fluids (1000 ml), IV hydromorphine (1 mg), IV dexamethasone (6mg). According to the physician, the headache was possibly related to the procedure and stent. However, it is unknown if the headache was related to the implanted coils (subject device) and access devices. During the 2 months follow-up, the patient was assessed having a mrs of 0. At the 6 months follow up post the index procedure, the patient was assessed having a nihhs and mrs of 0. In addition, during the 6 months visit, the patient was still taking excedrine for migraine history. No further information is available.